Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer,unimax medical systems, inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report. The sales representative reported on behalf of the customer that the, sb534, device was being used during a surgery on (B)(6) 2020 when it was reported that " the sb534 bag that they recently converted to tore and a piece was left behind in the patient. Gratefully, they were able to retrieve the piece left behind." The procedure was completed. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided, therefore, the reported failure cannot be verified. A DHR review cannot be performed as conmed does not own the manufacturing documentation. A 2-year lot history review was conducted and found no other similar events reported for this lot number. Per the instructions for use, the user is advised the following: keep the pocket out of sharp instruments or edges. Pocket rapture may result in spillage of fluid or tissue specimen. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report: the sales representative reported on behalf of the customer that the, sb534, device was being used during a surgery on (B)(6) 2020 when it was reported that " the sb534 bag that they recently converted to tore and a piece was left behind in thepatient. Gratefully, they were able to retrieve the piece left behind." The procedure was completed. There was no report of injury,medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence